Event description:
It was reported that when patient presented in clinic of a follow up, non-sustained oversensing due to t-wave oversensing issue was observed. Patient was asymptomatic. Oversensing issue was intermittent and patient¿s medication was stopped. Physician elected to wait for three months in hopes that the non-sustained oversensing issue will resolved itself. If issue is still present during next follow up action will be taken. Patient was stable.

Event description:
Patient presented in clinic with non-sustained rv oversensing episodes. Patient was asymptomatic. Physician attempted to stabilize the oversensing with medication however was unsuccessful. It was suspected that the oversensing issue was due to post-paced and post-sensed oversensing issue which was due to lead noise. Isometric testing was performed and noise was not reproducible. Lead revision was recommended. Patient has made good recovery since device implant procedure and physician will consider lead revision if necessary. No further information available.